Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Units balloon would not deflate.

Manufacturer narrative:
It was stated that the catheter was unplugged, and once plugged in, all was fine with the catheter. No other iabp information was provided. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
It was reported that the unknown type of intra-aortic balloon pump (iabp), balloon would not deflate. The patient went into pea (pulseless electrical activity). The customer unplugged and plugged back in the cable and the iab began to work again.